Event description:
Anesthesia machine stopped working during induction with the anesthesia machine. An ambu bag was used until another anesthesia machine was brought into the room. The new machine was connected and the case proceeded without problems. Biomed pulled the error log to verify operation and errors. Called for service since all of the errors related back to the fresh gas unit. Service replaced the fresh gas control unit and verified operation.